Event description:
New information noted that the right ventricular (rv) lead failed to extend before it was placed inside the patient's body.

Manufacturer narrative:
The report of failure to extend helix was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. However, an over-torqued inner coil was noted at the connector region. The cause of the reported event was due to the helix being clogged with blood at the helix region and an over-torqued inner coil at the connector region.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2023. It was reported that the helix of the right ventricular (rv) lead failed to extend. The lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.